Event description:
Critical care transport (cct) ground experience equipment failure while transporting an infant diagnosed with covid and croup. Spo2 on lifepak 15 malfunction. Crew was unable to monitor infant's vital signs as directed by protocols. Crew used patient assessment skills to assess the patient's condition after trying multiple attempts to troubleshoot equipment malfunction. Crew attempted other forms of monitoring equipment. However, efforts were unsuccessful and only agitated the infant further. The crew continued to monitor the infant to ensure he was in no distress. Once tactile stimulation was stopped, the infant calmed down, and vs returned to normal for his age. The lp 15 defibrillator itself did not fail. The problem was a user replaceable accessory, a spo2 trunk cable (extension cable) that the spo2 sensor plugs into was determined to be the failure. It was replaced and the lp 15 was tested, and then placed back into service in cfv-lifelink.